Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the patient was last seen by the hcp on (B)(6) 2018 and no problems were reported at that time. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's recharger wouldn't charge the ins but they then clarified that the controller took a long time to find the device. Once the controller connected nothing happened because they didn't feel stimulation and didn't have pain relief. They tried increasing stimulation but nothing helped them. The programmer showed that stimulation was on; they were on program a at 8.3. The controller was 100% charged and the ins was 40% charged. The patient started a charge session and were receiving excellent charging. The patient was advised to try and increase stimulation. No further complications reported.